Event description:
It was reported that the camera shut down and then showed e1 on the screen. When turned off and turned back on, screen only showed a black image.

Manufacturer narrative:
The unit was returned to stryker endo for investigation and the reported failure was not confirmed.some cosmetic issues were found during visual inspection of the camera head. The enclosures and soaker cap does not have any physical damage. Serial number on the camera head is intact and legible.a 1288 camera head serial number (B)(4) was received and on analysis and testing of the unit we were not able to replicate the e1 error seen by the customer. The unit was inspected according to qip-0426 and no deviations were noticed, we even sterilized the camera head two cycles and everything functioned according to specifications. Camera head was vacuum tested according to qip-0053 and it passed the leak test, no leaks were detected. Root cause: unit conforms to specifications. Root cause of this issue was the ccu.in sum, the unit was received for investigation, but the failure mode was not confirmed.

Event description:
It was reported that the camera shut down and then showed e1 on the screen. When turned off and turned back on, screen only showed a black image.

Manufacturer narrative:
Upon receipt of the device at the international distribution site additional devices were identified. The awareness date has been updated. Additional information will be provided once the investigation has been completed.